Event description:
Surgeon screwed in the twinfix anchors, without drilling. The inserter shaft slipped on the last couple of turns; therefore, not allowing him to screw the anchor all the way to the laser mark. Anchor was left slightly proud.

Manufacturer narrative:
As reported, surgeon screwed the anchor in without pre-drilling the site. (B)(4).